Event description:
It was reported that during a digestive procedure, at the time of clipping, the clip is positioned incorrectly from the puncture channel. The same problem with a second attempt. Withdrawal, the clips were closed so cross and not flat. This problem does not occur with the change of the device. The clips have perforated the cystic duct causing bile flow. Another like device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Closed, the clip was not "flat" but the two branches of clips crossed. A second attempt with the same applicator and other clips yielded the same problem .this problem does not occur with the change of applicator. In terms of patient consequences, the cystic duct was transfixed which resulted bile the analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: what is meant by "the clip is positioned incorrectly from the puncture channel?" Please provide more information regarding issue. How was bile leak repaired? Was there any change to procedure as result of bile leak and repair? Was there any change to post-op patient care? Was there any patient consequence? Follow up received from affiliate: closed, the clip was not "flat" but the two branches of clips crossed. A second attempt with the same applicator and other clips yielded the same problem. This problem does not occur with the change of applicator. In terms of patient consequences, the cystic duct was transfixed which resulted bile flow.